Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscular pain') in a 53-year-old female patient who had essure (batch no. 624501) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), fatigue ("fatigue"), amnesia ("loss of memory"), stomatitis ("mouth gum disorders") and palpitations ("palpitations"). At the time of the report, the myalgia, fatigue, amnesia, stomatitis and palpitations outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, myalgia, palpitations and stomatitis with essure. The reporter commented: no further information was expected. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ("muscular pain") in a (B)(6) female patient who had essure (batch no. 624501) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), fatigue ("fatigue"), amnesia ("loss of memory"), stomatitis ("mouth gum disorders") and palpitations ("palpitations"). At the time of the report, the myalgia, fatigue, amnesia, stomatitis and palpitations outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, myalgia, palpitations and stomatitis with essure. The reporter commented: no further information was expected. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.